Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. This lot number 9702 is not recognized in our system please verify. 2. Was the needle removed from the patient? 3. Was the procedure completed successfully? 4. Was there any adverse patient outcome? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2022 and suture was used. The doctor sutures with a double armed suture and asked that it be cut in half, given the first half of the suture and the needle pulled off, outside of the surgical field. The patient was checked with an x-ray plate that it is not inside cavity. No adverse patient consequences were reported. Additional information was requested